Manufacturer narrative:
Upon disassembly for visual inspection, the flex assembly was damaged.

Event description:
It was reported that the core impaction drill began smoking during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Event description:
It was reported that the core impaction drill began smoking during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Device evaluation pending receipt of device.